Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the clinic with her right ventricular lead exhibiting high capture threshold. The lead was observed under x-ray imaging and was found to be dislodged. The lead was explanted and replaced successfully. The patient was in stable condition post procedure.